Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported deflation. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, e1, g2, h6.

Event description:
Patient's sibling reported right side no complaint against the device. The device remains implanted. This record is no longer reportable to FDA and will be un-reported.